Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-8825p suture anchor, peek mini pushlock® 2.5 mm x 8 mm serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the eyelet is no longer attached to the shaft's tip. Evaluation of the screw found not damaged. The evaluation of the driver and driver handle found not issues. Functional testing was performed by moving the inner shaft to check for resistance and not problem was found. The most likely cause of the reported failure is user error, specifically improper bone preparation, misalignment of the insertion and/or applying excessive force on the device during use. Directions for use direction for use. Dfu-0087. Corkscrew®, pushlock®, and swivelock® suture anchors. Precautions: 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body.

Manufacturer narrative:
Correction: d2a.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th november 2024, it was reported by a arthrex employee via email that an ar-8825p suture anchor, peek mini pushlock® 2.5 mm x 8 mm, broke during the surgery. This was discovered during use in an arthroscopic reconstruction of carpal triangle cartilage insertion procedure on 6th november 2024 with no patient harm. The procedure completed successfully by using another new ar-8825p. All the fragments were retrieved from the patient. No secondary procedure was needed.